Event description:
The pt was unable to turn the implantable neurostimulator on after implant. The device was explanted. Since explant, the pt developed methicillin-resistant staphylococcus aureus (location not reported). The pt also developed 'floating bumps' that have appeared and disappeared three times where the neurostimulator had been implanted. A family member believed that no physician adequately diagnosed the cause of the bumps. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Can't turn device on.